Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the loosening was confirmed. The clinical/medical investigation concluded that, the provided x-rays support the reported loosening. However, based on the information provided, the clinical root cause of the pain, loosening of the tibial component, and moderate joint effusion cannot be confirmed. It cannot be concluded that the reported clinical events were associated with a malperformance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. A review of complaint history did not reveal additional complaints for the listed device for the same failure mode. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the loosening was confirmed. The clinical/medical investigation concluded that, the provided x-rays support the reported loosening. However, based on the information provided, the clinical root cause of the pain, loosening of the tibial component, and moderate joint effusion cannot be confirmed. It cannot be concluded that the reported clinical events were associated with a malperformance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. B5, d1, d4, h6, h10

Event description:
It was reported that, after a total knee arthroplasty was performed on (B)(6) 2019, a genesis ii non-porous tibial size 7 right and a genesis ii posterior stabilized high flexion insert size 7-8 9mm were suspected of loosening, based on x-rays results. The adverse event was treated with a revision surgery on (B)(6) 2021. Patient outcome is unknown.

Event description:
It was reported that, after a total knee arthroplasty (conducted on an unknown date), a genesis ii non-porous tibial size 7 right and a legion posterior stabilized high flex highly cross linked polyethylene size 7-8 9 mm were suspected of loosening. The adverse event was treated with a revision surgery on (B)(6) 2021. Patient outcome is unknown.